Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due high pacing thresholds. A new rv lead was implanted as a replacement successfully. This rv lead has not been received for investigation. No additional adverse patient effects were reported.